Event description:
Primary rn (registered nurse) reported that while she was unhooking tubing from peripheral IV, the end of the primary tubing broke off into the needleless end of the peripheral IV needless adapter on j-loop. Plastic piece was intact and removed with forceps.